Event description:
The customer reported that during a laparoscopic partial colectomy, a red light was observed and an alarm was heard. The staff replaced the battery and generator to rectify the alarms. The device was removed and while cleaning the active waveguide, a piece disengaged. A new dissector was installed onto the system and the procedure was successfully completed. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.